Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm013.2 implantable collamer lens, -18.0/+1.0/125 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. On (B)(6) 2018, the patients intraocular pressure (iop) was elevated at 21 - 38 mmhg. A yag was performed for addition of new peripheral iridectomies and iop was 28 mmhg. The patient was prescribed medication (simbrinza) and iop was 23mmhg. The surgeon has decided to reduce the medications and wait and see how the iop develops. If the iop increases, he will replace the lens. Otherwise, the lens will remain in the eye. The reporter indicated the cause of the event was unknown.